Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube enlargement ("essure caused fallopian tube to swell") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), pain ("body ache"), procedural pain ("pain from the partial hysterectomy"), adenomyosis ("adenoyosis in the uterus"), uterine enlargement ("swollen uterus") and uterine malposition ("tilted uterus"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed. At the time of the report, the fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement and uterine malposition outcome was unknown. The reporter considered adenomyosis, fallopian tube enlargement, pain, procedural pain, uterine enlargement and uterine malposition to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement and uterine malposition further company follow-up with the lawyer is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube enlargement ('essure caused fallopian tube to swell') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), pain ("body ache"), procedural pain ("pain from the partial hysterectomy"), adenomyosis ("adenoyosis in the uterus"), uterine enlargement ("swollen uterus") and uterine malposition ("tilted uterus"). The patient was treated with surgery (partial hysterectomy and essure removal). Essure was removed. At the time of the report, the fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement and uterine malposition outcome was unknown. The reporter considered adenomyosis, fallopian tube enlargement, pain, procedural pain, uterine enlargement and uterine malposition to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement and uterine malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube enlargement ('essure caused fallopian tube to swell') and hysterectomy ('uterus removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube enlargement (seriousness criteria medically significant and intervention required), pain ("body ache"), procedural pain ("pain from the partial hysterectomy"), adenomyosis ("adenoyosis in the uterus"), uterine enlargement ("swollen uterus") and uterine malposition ("tilted uterus") and underwent hysterectomy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy and essure removal and uterus removed). Essure was removed. At the time of the report, the fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement, uterine malposition and hysterectomy outcome was unknown. The reporter considered adenomyosis, fallopian tube enlargement, hysterectomy, pain, procedural pain, uterine enlargement and uterine malposition to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: fallopian tube enlargement, pain, procedural pain, adenomyosis, uterine enlargement, uterine malposition and uterus removed quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: additional reporter were added, event - uterus removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.